Event description:
It was reported that during a procedure of the moderately tortuous, concentric, moderately calcified, 99% stenosed de novo mid left anterior descending artery, the guide wire was positioned and the nc trek balloon catheter was advanced and during initial inflation of 12 atmosphere for 7 seconds the balloon ruptured. The device was removed from the anatomy without incident. Outside the anatomy inspection revealed a pinhole in the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. A non-abbott balloon catheter was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the nc trek catheter may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 12 atmospheres, which is below the rated burst pressure. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.